Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that center button was unresponsive. The customer¿s blood glucose level was unknown. The customer stated that he has to press center button twice before it functions, not happening all the time but takes time to have it pressed. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The issue was occurred once every couple of week. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu is available and they are not seeing 0.0 when attempting to program a basal. Customer stated that the button was responsive during an easy bolus attempt. The insulin pump will not be returned for analysis.